Event description:
Facility reported a disconnect of the venous bloodline from the fistula needle about one hour into the treatment. Estimated blood loss 1200 to 1500cc. The pt was given a total of 1800 cc of normal saline and oxygen was administered. The pt stabilized and was transported to the hospital ER. The pt then was transferred to another hosp in stable condition where their physician was based. The pt was admitted to the second hospital. The pt was judged to be stable. The plan was to give the pt a transfusion and further dialysis the next day. The next day the pt expired due to cardiac arrhythmia.